Event description:
The customer observed positively biased quality control results processed using vitros phbr slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for phbr during the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation identified a precision issue with the immunorate (ir) subsystem affecting both vitros phbr and vitros phyt performance. Ocd field service investigated and replaced a missing spring in the immunorate slide path. The spring is required for proper slide positioning for the immunowash fluid metering process. Acceptable phbr performance has been maintained following the service activity. The root cause of the positively biased quality control fluid results is instrument related.